Event description:
It was reported to boston scientific corp that during a pelvic floor repair procedure using an uphold vaginal support system, the physician cut through half of the leader loop and tried to pull the mesh leg assembly through the sacrospinous ligament, but it would not come through the ligament. When he pulled harder, the outside part of the leg assembly detached and the upper part of the plastic sleeve retracted into the pt. The physician was able to successfully retrieve the upper part of the plastic sleeve by dissecting and retracting the sacrospinous ligament using an allis clamp, which took "some time." The procedure was completed with this device without any further complications to the pt, who is reportedly "stable" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.